Event description:
The manufacturer received information alleging purge value test step had failed during preventative maintenance on trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 was evaluated at the manufacturer service center. During the evaluation it was noted that the sensor printed circuit assembly (pca) board had caused the purge test step to fail on the device. In conclusion, the device's sensor pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the motor blower assembly, stirring fan foam, and forty-three micron filter was replaced for preventative maintenance unrelated to the reportable issue.